Manufacturer narrative:
Block b3: exact date unknown, event occurred couple of months after initial implant the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted lead was not returned as it was disposed per hospital policy.